Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient presented to the emergency room on the same day as the event onset; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, duration and frequencies not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provide as the reporter declined for follow up.